Event description:
Neurology and ICU were experiencing breakage with medtronic ventriculostomy systems. The representative was notified and the broken pieces were given to the company. There were approximately 6 sets that malfunctioned. This failure did not cause harm to any patients.